Manufacturer narrative:
The customer has concluded that this pump has been found to be fully functional by the third party biomed. Evaluation. This pump is not being returned to baxter for further evaluation.

Event description:
A pt was receiving pain therapy for migraine headaches. It was reported that after being in use for approx 27 hrs. A 50ml syringe of morphine was only half empty and the pump driver was not moving even though the pump indicated that doses were being delivered. Pt normally utilizes 3 to 4 syringes of morphine a day. Hosp clinical contact reported that there was no ill effect to pt. Family of the pt reported that pt was "comatose with neurological twitching" due to drug not being received and claims the hospitalization has been extended due to occurrence. Medical staff was consulted and did not corroborate this report from the family.